Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention.